Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, right ventricular (rv) lead intrinsic amplitude was noted to have decreased. A revision procedure was performed wherein the ICD was explanted without issue. The rv lead was also revised with the proximal section cut to attempt removal that was unsuccessful. A second attempt was made using a different technique and the lead was removed successfully at which time the electrode tip was noted to be deformed. A new ICD and rv lead were subsequently implanted. No adverse patient effects were reported.